Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 20.0 mg/ml of hydromorphone at 4.047 mg/day and 250.0 g/ml of clonidine at 50.59 g/day via an implantable for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported the rep was notified on may 10, 2018 (at approximately 2:30 am) that the patient had been admitted to the hospital for withdrawal symptoms. The pump was interrogated and showed no motor stalls had occurred. The pump had been refilled on (B)(6) 2018. It was unknown if the issue had been resolved at the time of the report. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The patient¿s status at the time of the report was provided as ¿alive-no injury.¿ no further complications were reported/anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.